Manufacturer narrative:
(B)(4). One 5 fr ptd catheter assembly was returned. A visual exam was performed and it was observed that the catheter showed evidence of use and that the basket was deployed from the sheath. Microscopic examination revealed a 1 mm long tear near the mold gate. The tip of the basket cap was exposed through the hole when the pebax tip was bent. The length of the pebax tip and connector assembly were measured and found to be within specification. A device history record (DHR) review was performed on the catheter and basket assembly with no evidence to suggest a manufacturing related cause. Instruction booklet t-65609-1232a rev 1, provided with the kit, was reviewed. The procedures state to slowly withdraw rotating fragmentation basket in deployed position along the graft or vessel to break up the clot. The instructions for use (IFU) cautions that the exposed portion of the ptd catheter must be kept straight at all times and warns not to advance the ptd catheter forward during activation. A rapid withdrawal rate of 1-2 cm/sec is recommended when sharp radii are encountered. The IFU provides instructions in the event the black flexible basket tip "folds over" itself while in use and warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. (Con't) other remarks: additionally, the IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. It was reported the "ptd tip almost broke off" during use. The issue was confirmed through visual inspection of the returned sample since there is a 1 mm long tear in the black pebax tip. The entire tip remained attached to the basket assembly. A DHR review was performed and did not reveal any manufacturing related issues. Based on the damage observed and the time of discovery, it was determined that operational context appears to have caused or contributed to this event. No further action will be taken.

Event description:
The customer alleges that the ptd tip broke during use. The tip broke but remained attached to the device. There was no delay of treatment to the patient. No complications to the patient. The procedure was completed without issue.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the ptd tip broke during use. The tip broke but remained attached to the device. There was no delay of treatment to the patient. No complications to the patient. The procedure was completed without issue.